Event description:
It was reported that the pt experienced withdrawal with spasms. A confirmed motor stall was noted in the attention dialogue box. Event logs indicated that the motor stalled at 10:33 and recovered at 10:41. The hcp had used a magnet at the time the stall was recorded. Hcp believed that the symptoms may be due to a blood clot or other medical conditions the pt has. She was attempting to do a refill; expected to pull out 3.2ml, but was not able to pull out anything. No bubbles or fluid were noted in the pump tubing. Several maneuvers were being considered. The pump contained lioresal 2000 mcg/ml. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).